Event description:
Related manufacturer report number: 2916596-2021-02377. It was reported that the patient was hemodynamically stable. The alarms resolved when the patients modular cable was changed due to driveline communication fault alarm.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a driveline communication fault and a backup battery fault alarm were confirmed via the provided log files. Two log files correlating to this controller were reviewed, containing data that collectively spanned approximately 8 hours (on (B)(6) 2021, 11:32 ¿ 19:25 per time stamp). At 11:32, the pump speed was observed to fall to 0 rpm, and a driveline communication fault alarm became active within the same second. The pump resumed speeds above the low speed limit within approximately 4 seconds; however, the driveline communication fault remained active throughout the remainder of the data, correlating to ¿com_b_fault¿ flags. The patient¿s driveline was observed to have been disconnected at 19:22 in order to conduct the reported controller exchange, resolving the alarm. One transient backup battery fault alarm was also observed within the same minute, and the alarm cleared within the same second of activation. No other notable events were observed. The controller¿s periodic log file was also reviewed, and a separate driveline communication fault alarm was observed to have been active as early as 8:22 on (B)(6) 2021, and this alarm was observed to have resolved sometime after 10:22 on the same day. The observed pump stop appeared to have been caused by electrostatic discharge (esd), as the pump¿s current did not drop to 0 amps. The system controller (serial number: (B)(6) was not returned for analysis. The root causes of the reported events were unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number: (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook instructs users on how to resolve alarms that sound from their system controller, including alarms associated with backup battery fault and driveline communication fault alarms. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous driveline and controller exchange for driveline faults was reported in related manufacturer report number: 2916596-2018-04400. Controller exchange and history of backup battery alarms was reported in related manufacturer report number: 2916596-2020-04789. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's event log captured a driveline communication fault on (B)(6) 2021. It was recommended to replace the controller and modular cable to see if that would resolve the issue. It was reported that the patient recently had the lower portion of her driveline exchanged due to driveline alarm. The primary controller was also exchanged. Previous to this the patient would get frequent internal battery alarms. Log files for both her current and previous primary controllers were provided. One log file confirmed the driveline communication fault events on (B)(6) 2021. The other log file was unremarkable.